Event description:
It was reported that rad-87 device did not display the heart rate and spo2 measurements steadily. No known pt impact was reported.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.